Event description:
It is reported that the patient was diagnosed with a pseudomonas aeruginosa infection while using the device. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis and lack of medical information.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.